Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) of distal humerus and olecranon osteotomy procedure on (B)(6) 2021, a 2.7mm variable angle (va) locking screw bypassed the medial distal humerus 1 hole plate and did not engage with locking hole of the plate. Screw was stuck behind plate. The midas rex burr was used in attempt to break the screw that got stuck behind the plate as it was not coming out with a standard screw driver. The surgeon attempted to remove the screw for approximately sixty (60) minutes, but was unsuccessful. The surgeon left the screw in situ and continued with the rest of the procedure. There is no concern that the screw would cause any issues and the plate was adequately fixed sufficient numbers of other screws. The procedure was successfully completed. There has not been any patient consequence reported. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 28mm. This is report 2 of 2 for complaint (B)(4). .

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.